Manufacturer narrative:
The serial number for the reported device has been updated. Serial (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging on (B)(6) 2017, the patient experienced blood glucose excursions while on insulin pump therapy with blood glucose measuring low at 2 mmol/l and high at 24 mmol/l with the associated symptoms of nausea, vomiting and abdominal pain. The patient reports a health condition that may have contributed to this adverse event; diarrhea since (B)(6) 2017. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an inaccurate delivery issue; the pump basal setting changed to one entry only (00:00 1.125 units), sometimes the pump does not delivery any insulin even though it should have and the pump was not touched at that moment. Troubleshooting by animas customer support revealed the basal history does not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: review of the basal programming revealed two entries programmed; 1.125 unit/hour at 00:00 and 0.00 unit/hour at 1&;30. The basal history for (B)(6) 2017 appeared to be inaccurate due to a cartridge change that occurred at 10:41. On (B)(6) 2017 at 17:08, a 0.00 unit/hour basal rate was recorded due to a rewind, load and prime sequence that was performed due to cartridge change. A call service alarm (warning 174, basal suspend) occurred due to a basal edit that was not saved on (B)(6) 2017 at 17:50 and 18:01, indicating the user attempted to edit the basal rate, but did not select ¿save¿. Warning for clearing basal (244) and active basal program empty (241) were recorded on (B)(6) 2017 at 00:23, 00:35 and 06:43. These warnings indicated that the user manually cleared the active basal program and the pump was running on a 0.00 unit/hour basal rate until 06:47 when a 1.125 unit/hour rate was manually programmed. Temporary basal programs were set on (B)(6) 2017. On investigation, the pump was exercised for 24 hours on a 2.0 unit/hour basal rate program with the total daily dose correctly showing 48.0 units delivered. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No delivery interruptions, errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the alleged basal history recording defect.